Manufacturer narrative:
The device was not returned for analysis.

Event description:
It was reported that during a surgery at the user facility, a tear was found on the underarm of the toga. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.